Event description:
It was reported the pt experienced her stimulation intensity level increase on its own and was unable to communicate with her ipg to lower the stimulation. The communication problem lasted for about an hour. The pt was able to communicate with using the programmer an hour later. The pt states she has felt this increase in stimulation on 4 occasions. An sjm representative met with the pt and reprogrammed her ipg. There were no impedance or communication issues were observed during the meeting.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.